Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 281 mg/dl after insulin delivery had been resumed on the ilet pump, and the system delivered 2 units during the call while the caregiver was advised that glucose reduction could take up to 90 minutes. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms, no hospitalization, and no further assistance requested. Investigation included troubleshooting and education with the caregiver. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.